Manufacturer narrative:
Device eval by manufacturer: the imager ii diagnostic catheter was returned to boston scientific for analysis. Visual and microscopic inspection of the device revealed a detached tip located at 99.5 cm from the hub. Media was returned in the form of photos. The photos showed the packaging and diagnostic imaging of the tip detachment within the patient. Media review in conjunction with lab analysis was able to confirm the alleged tip detachment.

Event description:
It was reported that the tip detached and was left inside the patient. On (B)(6) 2024, the patient was admitted to the hospital due to dizziness and cerebral vascular stenosis. On (B)(6) 2024, an imager ii angiographic catheter was selected for use in total cerebral angiography, which was performed under local anesthesia. A 0.035, 150cm zipwire guidewire was used to deliver the catheter to the aortic arch. The physician started rotating the imager ii catheter to get it into the left common carotid artery. After a few attempts, it was noted that the catheter's tip was abnormal, and the tip detached and began moving toward the descending aorta. The catheter was immediately removed, and outside the patient it was observed that the tip had fractured. Upon immediate examination, it was determined that the tip was located in the left renal artery branch. The patient was asymptomatic. The fragment was approximately 1cm and remained in the patient's left kidney. No attempts to remove the fragment were made. The procedure was not completed due to this event. The patient was in stable condition and was discharged on (B)(6) 2024.

Manufacturer narrative:
Media analysis: the device was not returned for analysis; however, media from the clinical procedure was provided to boston scientific and reviewed. The media review concluded: the tip appeared to be broken and lodged in the upper chest area of the patient. Additional photos showed packaged devices.

Event description:
It was reported that the tip detached and was left inside the patient.on (B)(6) 2024, the patient was admitted to the hospital due to dizziness and cerebral vascular stenosis. On (B)(6) 2024, an imager ii angiographic catheter was selected for use in total cerebral angiography, which was performed under local anesthesia. A 0.035, 150cm zipwire guidewire was used to deliver the catheter to the aortic arch. The physician started rotating the imager ii catheter to get it into the left common carotid artery. After a few attempts, it was noted that the catheter's tip was abnormal, and the tip detached and began moving toward the descending aorta. The catheter was immediately removed, and outside the patient it was observed that the tip had fractured. Upon immediate examination, it was determined that the tip was located in the left renal artery branch. The patient was asymptomatic. The fragment was approximately 1cm and remained in the patient's left kidney. No attempts to remove the fragment were made. The procedure was not completed due to this event. The patient was in stable condition and was discharged on (B)(6) 2024.